Manufacturer narrative:
Coding update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were in a lot of pain and not recovering very well since the procedure 10 days ago. The patient stated they had 3 cuts in their back and lower back and were in extreme pain in their tailbone. The patient said at first it was the stimulation because they had it turned up 3 times too high and they had to adjust it 3 times lower than themselves so it shocked them for over an hour. The patient confirmed that the stimulation sensation now was comfortable , but the pain comes from their incision side . The patient was redirected to their healthcare provider (hcp) to further address the issue.